Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported the pt's ipg was relocated to better facilitate her use of crutches. No further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.